Event description:
When going to place peripherally inserted central catheter (PICC) line I noticed that the vascular precision stylet (vps) machine was not picking up the sound of the saline flush or any cardiac sounds . There was no sound at all. Spent over 30 mins trouble shooting, which can cause a deep vein thrombosis (dvt). After further evaluation by fellow PICC member we decided to open new kit with a new vps wire. When going to flush new PICC and wire there were no issues.